Event description:
Reportedly, a pt was readmitted for passing blood clots through their stool. Therefore, the pt required two units of blood and was prescribed medication. Meanwhile, the surgeon questioned the integrity of the stapleline. The clinical unit has been discarded and is unavailable for testing. Procedure: lap gastric bypass. Pt status: unk. Note: upon re-evaluation it was determined that this event is MDR reportable. Although, the surgeon did not perform a diagnostic test to verify the integrity of the stapleline and relation to blood clots.